Manufacturer narrative:
The device was not returned for evaluation, therefore a no product return engineering evaluation was performed. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for bent valve strut was confirmed based on the imagery provided. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non conformance was unable to be determined. Review of the device history records, lot history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU and training materials revealed no deficiencies. As reported, the physician was pushing the delivery system through the sheath when all of a sudden via flouro we noticed that delivery and valve bent almost 90 degrees in descending aorta. Per training manual, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, if push force is high, consider slightly pulling back the sheath 1 to 2 cm while advancing the thv/delivery system, and do not over manipulate the sheath at any time. In this case, it is possible that the valve strut got caught within the sheath during the delivery system advancement, and the subsequent push force resulted in the valve puncture through sheath and bent the valve strut. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A pra (product risk assessment) has been previously initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities if applicable. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion.

Event description:
Edwards received notification from a field clinical specialist that a valve strut bent during the procedure. As reported, the physician was pushing the delivery system through the sheath when it was noticed on flouro the delivery system with valve bent almost 90 degrees in descending aorta. There was normal resistance of push force when putting a 26mm through a 14f esheath. There were no comments made about extra force or push needed. They pulled back delivery and twisted around to notice that the frame of the valve had bent down. Decision was made to remove entire system and use new sheath, delivery and valve for best patient outcome and safety. There were no vascular complications. The esheath was torn and punctured . The devices will be returned for evaluation.